Manufacturer narrative:
Further testing of the patient sample revealed the presence of a streptavidin interfering factor. This interfering factor is documented in product labeling which states interference due to extremely high titers of antibodies to analyte- specific antibodies, streptavidin can occur.

Event description:
The customer received a questionable free triiodothyronine (ft3) gen 3 result for one patient sample when compared to the results received for the patient with the previous generation of the assay. The patient's result generated by the customer on an unknown analyzer with ft3 gen 3 assay was 11.2 pg/ml. The sample was submitted for investigation. The result with ft3 gen 3 on an analytical e module was 10.40 pg/ml and the result on an elecsys 2010 analyzer was 3.71 pg/ml. The result with the previous generation of ft3 assay on an analytical e module was 3.51 pg/ml and the result on an elecsys 2010 analyzer was 4.00 pg/ml. Information concerning which results were reported outside the lab was requested, but was not provided. No adverse event was reported for the patient. A sample collected from the patient on (B)(6) 2014 was submitted for further investigation.

Manufacturer narrative:
This event occurred in (B)(6).